Manufacturer narrative:
The unit was received with the reservoir tube lip completely broken off; the reservoir would not stay locked in. The unit was also received with a missing o-ring (reservoir tube), missing end cap sticker, cracked casing at the display window corners, cracked casing at the battery tube threads area, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump fell out of her pocket and hit the floor. A piece of the reservoir compartment was broken off and the insulin pump would no longer hold the reservoir in place. The patient's blood glucose at the time of incident was 236 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.